Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on an unspecified date. According to the complainant, post procedure, the patient presented with unspecified complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.